Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-00547. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.